Event description:
Boston scientific received information that this lead was an attempted implant. The lead was exhibiting impedance measurements between 3,000 and 4,000 ohms and no capture was obtained despite high programmed device outputs. An echocardiogram confirmed a perforation and cardiac tamponade. A pericardiocentesis was performed and the implant procedure was completed without further incident.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.